Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 323 mg/dl while wearing the pod on the abdomen between 4 and 24 hours. The patient experienced persistently elevated blood glucose levels beginning at approximately 1:00 am, with readings around 248 mg/dl and peaking at 323 mg/dl. Despite multiple insulin correction attempts, the patient's blood glucose levels did not decrease as expected. Upon removal of the pod from the abdomen, the cannula was found to be bent. As treatment, a new pod was placed.